Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information. Potential causes of swelling are placement of stimulator too close to the nerve, migration and patient contraindicating conditions. The patient has contraindicating conditions including a history of familial mediterranean fever (fmf). A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The provided information does not evidence that the stimwave device contributed to the issue. However, the patient is a poor candidate due to health, weight, age, or mental capacity as they have a history of familial mediterranean fever (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported swelling at the ankle after using the device for 10 minutes. Ultrasound images confirmed the device was not implanted too close to the nerve, and the lead had not migrated. The physician gave the patient a deep leg message in all areas of the lead track. The physician also turned on the patient's device and observed for any swelling. The patient did not experience any swelling over a 30 minute observation period. The patient was instructed to massage the area before turning on the device on, keep a journal for any occurrence and follow up in a month. At the moment, the patient is well and ok without any swelling.